Event description:
It was reported that during central processing it was discovered that the force bipolar instrument had a loose conductor wire. There were no reports of patient involvement.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.